Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following an unrelated procedure, the device was noted to be ap-vs at a rate of 150 beats per minute (bpm). The device was programmed to a max tracking rate of 130 bpm and a max sensing rate of 150 bpm. It was noted that the rate trended at a rate of 150, however, went down on its own. The patient's intrinsic rate was 65 bpm. Boston scientific technical services (ts) discussed hospital monitoring equipment interaction with the minute ventilation (mv) feature. No adverse patient effects were reported. This product remains implanted and in service.